Event description:
This is filed to report the device causing the first implanted clip to detach. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The anatomy was challenging there was a commissural gap and the posterior and anterior leaflets were restricted. An attempt was made to place an ntw clip. After several difficult grasping attempts the leaflets could not be grasped. The clip was removed. An xtw clip was implanted. There was residual mr in the lateral side of the implanted clip. An attempt was made to implant a second clip. While attempting to place the clip, the implanted clip was dislodged and a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and the anterior leaflet ruptured. Two nt clips were implanted on either side of the xtw clip to stabilize the clip in the medial and lateral part of the valve. Three clips total were implanted reducing the mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in the event is filed under a separate medwatch number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.